Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the user was not adding/removing insulin out of the load process and did not fill the cartridge with more than 300 units. The user's blood glucose (bg) level was 250 mg/dl and it was addressed with a manual injection. A new cartridge was successfully loaded and insulin delivery was resumed.